Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2528003 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section d and h.

Manufacturer narrative:
As reported, a patient returned to the office two weeks after closure with four (4) 6-12f mynx control venous vascular closure devices (vcds) with an abscess that had developed on both sides. The patient had an ablation procedure. Two devices were used on the left side, two devices used on the right side. Additional information was requested but not provided. The devices were not returned for evaluation. The product history record (phr) review of lot f2528003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. An infection resulting from invasive procedures is a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be observed without receipt of images of the site or receipt of the cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible, especially since both sides were affected. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ neither the phr review, nor the available information suggests that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a patient returned to the office two weeks after closure with 4 6-12f mynx control venous vascular closure devices (vcds) with an abscess that had developed on both sides. The patient had an ablation procedure. Two devices were used on the left side, two devices used on the right side. The device will not be returned for evaluation.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.